Event description:
It was reported that pump declared cartridge change error and customer was unable to successfully load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, confirmed no damage or debris, cleaned area as instructed, completed new cartridge fill with support, and was ultimately instructed to revert to multiple daily injections.